Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 41.0-41.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 37.0-38.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate therapy. (B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead, leading to inappropriate therapy. It is not known when the noise began or if there were any changes to the leads' electrical measurements. Patient was asymptomatic. The lead was explanted and replaced. No further information was provided.